Event description:
Number of pts affected: unk. Name of equipment: driver for 10 mm bio-tenodesis screw ar-1540db; driver for 12 mm bio-tenodesis screw ar-1670db; driver for 15 mm bio-tenodesis screw ar 1350db; driver for 23 mm bio-tenodesis screw ar-1570db. Type of equipment: arthrex drivers for tenodesis screws. Common device name: tenodesis screw driver. Model and lot #s: model# ar-1540db, lot# -02074409-; model# ar-1350d, lot# -02081714-; model# ar-1670db, lot# -02063708-; model# ar-1570db, lot# -02081713-. Our facility is unable to ensure that instruments are clean. Instrument is cannulated and does not come apart for cleaning. There is no way to ensure inner cannula is clean or sterile. We have had two separate events where the instrument has old dry blood come out of the inside of the cannula after being cleaned and sterilized. This is a very serious safety/infection control issue. MFR has been contacted.